Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 339mg/dl at the time of incident. The customer did not have a new battery to install in the pump and did not want to remove the existing battery or check the battery compartment for corrosion. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer was advised to monitor the pump.